Event description:
It was reported that the customer lost his insulin pump. Advised that a replacement insulin pump would be sent. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump passed all functional testing. Pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip.